Event description:
It was reported that the patient had a possible myocardial perforation. The right atrial lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drm implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).